Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide - always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that ranged from 400 mg/dl to "high" (specific value was not provided), with high ketones. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Customer gave a correction bolus via the pump to address bg level and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids saline and insulin. Customer was released from the hospital on (B)(6) 2024 with the issue resolved and no permanent damage. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the high bg was due to an empty cartridge alarm where the customer allowed the pump to deplete of insulin, preventing any further insulin deliveries. Customer acknowledged and understood and loaded a new cartridge onto the pump, and resumed insulin delivery.